Event description:
It was reported that patient passed away. Physician states that the cause of death is thought not to be related to vns. It was further reported that autopsy was not performed, and the device is unavailable for return. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Manufacturer narrative:
B5. Describe event or problem and h6. Conclusions; corrected data, initial MDR inadvertently submitted.

Event description:
The initial MDR report was inadvertently reported, and after a re-review it is confirmed that the patients death was unrelated to vns. If additional information is received in the future regarding the relationship of the event to the vns device, the event will be re-evaluated for reportability.